Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty scanning a freestyle libre 3 sensor with the ilet app after switching phones, which was resolved by enabling nfc and aligning the sensor with the phone¿s nfc touchpoint, resulting in successful activation and warm-up. No adverse clinical symptoms reported. Outcomes included no impact on health and no alerts or alarms. User support included troubleshooting and user education on nfc settings and correct phone positioning for sensor scanning. Investigation of this case revealed user handling and configuration contributed to the initial scan error, with the device and sensor functioning as expected after proper setup. It was concluded, based on previously established findings for similar reports, that the cause was unintended error related to nfc being disabled and incorrect nfc placement during scanning, resolved with education.